Manufacturer narrative:
The additional initial reporter names are- (B)(6), (bedside nurse), (B)(6), (nurse). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, regarding unable to update timing alarm and a flat arterial line waveform before calling, user attempted to flush the inner lumen but was not succesful. A chest x-ray confirmed balloon tip placement, and it was verified that aspiration yielded no blood return. The arterial line waveform display showed a flat line. The esp personnel explained that alarm and clotted lumen informed user that they would need obtain another ap source.the user inquired about using the radial line, which was confirmed as the preferred source, and was encouraged to call back with further questions during the switch. User was appreciateive of the support. No harm or injury reported.